Manufacturer narrative:
Additional narrative: without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Initial reporter is synthes sales representative. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, during posterior spinal fusion c1-c2 procedure, the surgeon described having difficulty starting the screw despite having tapped with a 3.5 diameter tap. The tip of the screw was not engaging and only after tapping with a 4.0 diameter tap, the surgeon was able to insert the 3.5mm diameter screw to engage with the bone. Procedure was completed successfully. This report is for one (1) 4.0 ply scrw 3.5x20. This is report 1 of 3 for (B)(4).